Event description:
Contact reported that the tip of the hex driver was broken during use. The broken tip remains inside the setscrew of the connector in the patient's body. As an unintended pieces of the device was left in the body an MDR shall be filed. The piece is lodged into the screw head and is not likely to migrate.

Manufacturer narrative:
Device has not yet been returned for evaluation. Events of this type are typically caused by excessive force placed on the instrument during final tightening. Caution should be taken not to over-torque the instrument during final tightening. Drivers should be inspected to ensure that they are in good working condition as they are susceptible to material fatigue overtime. If evaluation should find something other than what is stated above a follow up reported shall be filed.